Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was manually ventilated, unit rebooted, and case resumed.